Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed, the kink was unable to be confirmed; however, it is likely that the hypotube separated at the kinked location. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for separations from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous mid left anterior descending (lad) artery. After placement of a ht floppy ii guide wire, pre-dilatation was performed using a 2.5x15mm non-abbott balloon dilatation catheter (bdc). The 2.25x18mm xience xpedition stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without reported issue. Additional pre-dilatation was performed using the same 2.5x15mm non-abbott bdc, and a second ht floppy ii guide wire was placed as a buddy wire. The same 2.25x18mm xience xpedition sds was re-inserted; however, it again failed to cross the lesion reportedly due to interactions with the patient's anatomy and the shaft kinked. The sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. During preparation of the 2.5x12mm xience prime sds, the proximal shaft kinked and separated. The device was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A 2.25x8mm xience prime sds was used to successfully complete the procedure. There was no additional information provided.